Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D11- intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The main tube exhibited signs of scratch marks/abrasions on the distal end. Main tube scratch marks measured roughly 0.03" to 0.19" in length and were not aligned with the tube axis. Material was missing from the surface of the main tube. This failure is most commonly caused by mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing. Failure analysis found the primary failure of main tube ¿ scratch marks to be related to the customer reported complaint. Upon visual and microscopic inspection, no damage was found to the wrist assembly. No conductor wire damage was observed. The electrical continuity test passed. Instrument was placed on the test system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and performed grip function successfully. Bipolar energy cord was successfully connected to generator and instrument. The energy activation test passed as well.

Manufacturer narrative:
An RMA has been issued to the customer requesting to have the instrument returned; however, isi has not yet received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the fenestrated bipolar forceps instrument (part# 471205-17(B)(4)) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4), with 12 uses remaining. There was no photo or video provided by the site for review. A review of the site's complaint history does not show any additional complaints related to this product. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent energy transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument insulation was noted to be defective. There was no report of patient involvement. Intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: the issue was identified after reprocessing of the instrument. It is unknown when the issue occurred. The instrument was inspected prior to use during the last known procedure use. No thermal damage or cautery issues were observed. No further details were available.